Event description:
It was reported that a patient underwent a tunneled chest port procedure on an unknown date and suture was used. The patient returned weeks post-operatively and the suture had not yet dissolved and protruding from their skin. Additional information was requested

Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. What is the lot number? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.